Manufacturer narrative:
Previously submitted report was incorrectly filed with wrong adverse event/product problem as both. In this report, the adverse event/product problem has been updated correctly as adverse event. Section adverse event/product problem in box b has been updated/ corrected.

Event description:
The manufacturer became aware of an allegation that an end user alleged death while using an rental-dreamstation auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.